Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high out-of-range pacing impedance. The rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable.

Manufacturer narrative:
Should have been "pacing impedance" rather "defibrillating impedance".

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high out-of-range defibrillating impedance. The rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable.